Event description:
It was reported that the patient presented at the emergency room. It was reported that a remote transmission showed the implantable cardioverter defibrillator (ICD) was in backup vvi mode. The patient was noted to have received three inappropriate shocks and in person interrogation re-confirmed backup vvi mode. A device download to restore the device back to normal settings was completed. The patient was stable before, during and after the event.